Event description:
It was reported, "I saw patient es today to try and lengthen her implant but the motor wasn¿t working. I tried boosting the machine to the maximum setting and you could hear it struggling to start but it wouldn¿t go."

Manufacturer narrative:
Manufacturing date corrected from 03/02/2007 to 04/07/2007. Additional manufacturer narrative: reported event: an event regarding seizing involving a jts midshaft femur was reported. The event was not confirmed. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for jts midshaft femoral replacement which was inserted in 2007. The surgeon reported that the implant failed to further extend. The CT scan imaging showed that the implant has been extended by 46mm which is nearly reaching its maximum capacity of 50mm. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on 07apr2007, with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 21may2016 to present for similar reported events regarding seizing. There have been 2 other events. Conclusions: an event regarding seizing involving a jts midshaft femur was reported. Sr staff engineer , product development reviewed the event and stated: "the jts not lengthening may be due to the gearbox laying dormant for 12yrs and stiffening up or it may be due to the leadscrew in the proximal section seizing up." The exact cause of the event could not be determined because further information such as analysis on the retrieved implant, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
It was reported, "I saw patient es today to try and lengthen her implant but the motor wasn¿t working. I tried boosting the machine to the maximum setting and you could hear it struggling to start but it wouldn¿t go".